Event description:
My journey with breast implant illness and how they were making me sick. In 2010 I had mentor 450cc saline breast implants on (B)(6) 2010. So the journey begins. Within 8 months of that, is when the health issue started. In the back of my mind I wondered if it had anything to do with the implants. However the doctors assured me they are totally safe and used all the time, including in patients who had breast cancer. The doctor said why would they put something in that¿s not safe in people who have already had cancer, so I believed her. I started going to doctors and getting tests seeing every specialist out there, all with no answers on why I was experiencing everything I had going on. I decided to look into the possibility of breast implant illness. That¿s when I came across a group of thousands of women that had the same symptoms as I did. I told my friends about it and believed this was the answer I have been praying about and looking for. Three years since having the saline implants put in, I decided I was going to have them removed. So I met with a different plastic surgeon than who I originally used since I was not happy with him. She was a highly sought after board certified doctor with hospital privileges and everything. When I told her now I have been sick and believed it was due to the implants and how I talked to lots of other women, and how I found a group with thousands of women who have the same symptoms, and once they remove the implants they become better. She totally disregarded all of it, and said we were just basically scrambling for some answers and just blaming the implants since we had nothing else to explain why we were sick. Even though once the implants were removed they were getting better. I said well what if my body is just rejecting them. She said if I was rejecting them, that I would have a hard capsule around them and I didn't, so my body wasn't rejecting them was her comment. She said I was completely fine so all of my illness had nothing to do with the implants. She then showed the way silicone implants are now much safer than it used to be. She told me to switch mine out to silicone and I would be much happier. As I was not happy with the way the saline implant felt, it definitely was not natural more like water balloons and you could see the ripples from the implant in my skin, and I actually could feel the valve from the implant through my skin and it just really bothered me. So in (B)(6) of 2013, I had surgery to remove saline and put in silicone implants. Meanwhile my health continued to decline. I continued to see doctors searching out the reasons why I was so sick, still no real answers. I was tested for lyme¿s disease, lupus, rheumatoid arthritis, ms, parkinson¿s disease, neurological testing. I have had many extensive studies done, I¿ve had eegs, tilt table tests, pulmonary function testing, multiple MRI tests looking in my brain for why I have a balance problem and nothing. I have seen an ears, nose and throat doctor for thyroid, for vertigo, for any help on why. I can't even tell you how many thousands of tests I have had in the past nine years. It¿s been ridiculous, very time-consuming, very exhausting, mentally draining, and expensive and still no answers. I¿ve had sleep studies, dermatologist, rheumatologist, neurologist, cardiologist, endocrinology, joint doctors, bone doctors, multiple imaging and blood work. Even psychologist as my anxiety has gone through the roof, nothing, no answers. They've looked for strokes for heart attacks or anything because I have symptoms of all of it. I have several thyroid nodules we are keeping an eye on. Extreme exhaustion, mind fog, brain memory stuff, heart palpitations, unexplained tachycardia events. Hot and cold sensitivity, severe muscle and joint pain, constant pain in my ribs and collar bone, blurred vision. I also found out I have a ruptured silicone implant found in MRI (B)(6) 2018.